Manufacturer narrative:
Submit date: 9/13/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 service found that there was no audio on receipt with full buzzer volume.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no audio¿ the unit was triaged and the customer¿s reported condition was confirmed. Visual inspection found that component u14 had slightly bent leads. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and para meter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.